Event description:
Event description boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring volatage of 3.12. The device was returned to boston scientific for analysis.